Event description:
It was reported that on literature review "the v-effect in fixation of intertrochanteric fractures with proximal femoral nails", one (1) patient had v-effect, lateralization and a bad reduction quality after treatment of a left intertrochanteric fracture with trigen intertan. The patient did not require re-operation, but it was not reported how the adverse event was resolved. The outcome of the patient is unknown. No further information is available.

Manufacturer narrative:
Additional code was added in h3, health effect - impact code. Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as bone degeneration, lack of ingrowth, surgical technique, procedural/user error, patient medical history, and/or traumatic injury. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).